Manufacturer narrative:
Additional information has been received from good faith effort. The device was evaluated by a sales representative and hospital bioengineer. The reported problem was not observed. The bioengineer replaced the ECG cable and device was returned to full functionality. The time of the event was (B)(6) 2024 at 14:25. Logs were provided and are pending review.

Event description:
It was reported to philips the device did not show ECG wave during CPR. The patient died. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by the philips sales representative and hospital biomedical engineer and has been investigated by the philips complaint handling team. The device was evaluated by the sales representative and hospital biomedical engineer who determined the ECG cable needed to be replaced. The ECG cable being used is a third party's 3 lead ECG cable. The hospital biomedical engineer replaced the ECG cable, which resolved the reported issue. However, it was noted if the cable was put in a known good device, it worked correctly. The efficia dfm100's instructions for use (IFU) notes that only supplies and accessories approved for use should be used with the device. Non-approved supplies can affect performance, results, or protection of the device. Due to the third party cable not being approved for use, the cable could be intermittently incompatible with the device. A patient event file in pdf form was received. A philips clinician reviewed this pdf summary of the event. Without the electronic ".mic" file of the event, which was unavailable, the clinical review concurs with the technical investigation, in which the non-philips ECG leadset was determined to be the source of no ECG trace being available for the user to review. Based on the information available and the testing conducted, the cause of the reported problem was with the use of the third party ECG cable. The reported problem was confirmed. The hospital biomedical engineer replaced the ECG cable resolving the reported issue. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device did not show the electrocardiogram (ECG) wave during CPR. The reported patient impact is that the patient expired. The unit was being used in manual mode at the time of the reported issue. It was reported medical attention was sought as result of the issue and was documented as CPR.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device did not show ECG wave during CPR. The patient died. Additional details have been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.